Event description:
It was reported it was reported a patient had an initial left tha. Subsequently, the patient was revised 8 years¿ post-operation due to pseudotumor, tissue damage, pain, elevated metal ion levels, metallosis, and in-vivo corrosion. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records noting patient was experiencing elevated metal ion levels. During the procedure, extensive abductor muscle necrosis and pseudotumor formation was observed. Surrounding tissues had characteristic metallosis. The femoral head exhibited significant evidence of corrosion. The locking mechanism of the shell was functional and the stem was well fixed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00631005032 ¿ xlpe liner ¿ 61358750. 00771100710 ¿ femoral stem ¿ 61365557. 00620005022 ¿ shell ¿ 8065400. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2019 - 00803.

Event description:
It was reported that patient underwent a left hip revision approximately 8 years post implantation due to unknown reasons. During the surgery, the head and liner components were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.